Manufacturer narrative:
The report was initially sent with the affected product being a cadd pump. This report corrects the relevant information to a cadd administration set.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing were performed. The sample calculated was visually inspected at 12 to 16 inches under normal conditions of illumination according to procedure. No damages nor other workmanship defects were detected. Functional testing was performed by calculating the set for pull test using a chatillon, according to procedure. The two samples that were returned as decontaminated failed the test; results were not within specification; however the reported failure could not be reproduced. The root cause was unable to be determined however, the occurrence for this failure condition could be caused by incorrect application of solvent (tubing not fully dipped into solvent pot). All mitigations in placed were verified and it was confirmed that all was executed accordingly, therefore no corrective actions could be implemented. This failure condition will be monitored in this product for threshold or escalation. In addition, production personnel were notified by quality engineer as awareness for the failure mode reported by costumer.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set with a cadd pump, it was noted that the set leaked on a patient. No patient consequences were reported. No adverse effects were reported.